Manufacturer narrative:
Cont¿d d.11: 100ml baxter bag lot us004135 exp oct20, 0.9% sodium chloride injection. Additional information added; b.5, d.10 and h.6. (Patient code). The customer report that the IV tubing was damaged and leaked was confirmed. The sets were visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing, or damage to the components. Visual inspection of the as-received samples observed a cut along the silicone segment component directly below the upper fitment component. Although the cut was observed, testing was performed by repriming the set. There was a leak noted from the cut, no other damage or issue was observed. The cause of the leak was a cut along the silicone segment component directly below the upper fitment component. The root cause of the cut was not identified.

Event description:
It was reported that prior to connecting to the IV pump, it was discovered that the IV tubing had a pinhole and leaked, orencia 750mg/0.9% sodium chloride 100ml. The leak occurred above all of the shutoff valves. There was no way to stop the leak. It was reported that there was no patient involvement.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation. Patient information was requested, but not provided.

Event description:
It was reported prior to connecting to the IV pump it was discovered that the IV tubing had a pinhole in it and the medication (orencia) had leaked. The leak occurred above all of the shutoff valves. There was no way to stop the leak. It was reported that no patient care was delayed and it did not contribute to, or result in serious adverse impact to patient.